Manufacturer narrative:
The device was returned and the evaluation found that the water contact, water removal and water function failed specification. In addition, the natural air supply and air function failed specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the clogged nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was confirmed to be clogged in the nozzle. The event can be detected/prevented by following the instructions for use which state: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.